Event description:
It was reported that the 20cm sk bayonet 1.2mm tip was being used in a procedure when sparks were observed to come from the device. The procedure was completed successfully using a back up device. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The tips were found to be damaged (tarnished, scratched, and would not close all the way), the device was scrapped by the manufacturer.

Event description:
It was reported that the 20cm sk bayonet 1.2mm tip was being used in a procedure when sparks were observed to come from the device. The procedure was completed successfully using a back up device. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received.